Event description:
It was reported that the patient was not getting stimulation in certain positions and even though the stimulation was increased it did not resolve the issue. It was also stated that the patient had excessive charging issues. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned as it was kept by the medical facility.